Manufacturer narrative:
Findings: programmed multiple boluses and monitored; unit uploaded properly using carelink pro. All bolus deliveries were shown properly in carelink and in the bolus history screen. No unexpected alarms, alarms or alarms noted during testing. No unexpected alarms during testing, however multiple alarms in alarm history screen. Unit passed pump self test, off no power test, error test, displacement test, rewind test, basic occlusion test. The operating currents were in spec. Unable to prime during prime test due to moisture damage on sensor resistor. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.